Manufacturer narrative:
We have received the complaint device for evaluation. However, we were unable to replicate the reported incident. The housing and plastic components were visually inspected and were found to be acceptable. The mdu's outside cable connector was observed to be loose. The cable tie that holds the cable mount was observed to be broken. When a handpiece was connected in the control unit, it operated properly on all settings and speeds. The illuminator pump functioned with both footpedal connection. Our device evaluation could not identify any defect in this control unit that could have cause intermittent power failure at the hospital. This issue occurred almost 3 years after being in use at this hospital, but was not able to be replicated during our investigation.

Event description:
Trivex control unit shut down intermittently during pre-use check. The issue continued even after changing the handpiece.